Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (dosage, frequency, route, and duration not reported). The action taken with dianeal therapy was not reported. The patient has recovered from the peritonitis event and was discharged to their nursing home. No additional information is available.